Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 23mm valve implanted in the aortic position was explanted after an implant duration of 2 years and 6 months for unknown reason. Another valve of the same model and size was implanted in replacement. No additional information was provided.

Event description:
It was reported via the implant patient registry that this 23mm valve implanted in the aortic position was explanted after an implant duration of 2 years and 6 months due to endocarditis. Another valve of the same model and size was implanted in replacement.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5 and h6.